Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime/compromised force sensor test at 4 lbs due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and no delivery tests due to compromised force sensor alarm during prime/ compromised force sensor test. All operating currents are within specification. No unexpected failed batt test alarms noted. All buttons function properly. No button error alarms noted. However moisture damage found on keypad traces. The insulin pump had missing address/serial label graphics layer, broken belt clip slot, reservoir tube lip, cracked battery tube threads, reservoir tube, scratched lcd window and missingend cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.